Manufacturer narrative:
H11 through follow up communications, it was learned that the issue re-occurred during priming. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
See initial report.

Event description:
Livanova deutschland received a report of an essenz venous clamp which suddenly stopped working. The event occurred during procedure. There was no patient involvement.

Manufacturer narrative:
A.1.-a.5. Patient information was not provided. H11: livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.